Manufacturer narrative:
Date sent: 06/03/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap oophorectomy procedure, the clips were scissored and then the device jammed. Another device was opened to complete the case. No pt consequence was reported.